Event description:
It was reported that the customer was unable to rewind the pump. Customer has not been wearing the pump for a few days and had removed it on (B)(6) 2015. Customer is on a back-up plan and has 3 shots left. Customer stated that her doctor told her that she's not using her insulin like she's supposed to. Customer's blood glucose level was 156 mg/dl. Customer stated that someone was changing her settings with the remote. Customer was advised that there is no remote control access to the pump. Customer stated that she went into a diabetic coma in 2008. Customer stated that the buttons on the pump were not working and the screen was freezing. Customer was sent a new pump but was not using it. Customer was advised that the new pump has to be programmed and that it should be used as soon as possible. There was a 911 call on (B)(6) 2015 and the customer's blood glucose level was over 400 mg/dl. Customer was treated with insulin and was not wearing the pump at the time. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.